Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the product involved with this complaint has been returned and evaluated by product analysis on 05/16/2013. The analysis of the subject meter identified that the casing paint appeared to be damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging down arrow button. The reporter claimed the down arrow button was worn and sticking when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.